Event description:
It was reported that the nurse called in and stated her client is having suction issues with his 57pw200. The nurse went over t/s with the customer. She conducted the water test with and without the wick, and both tests failed. Was looking into possibly getting a replacement accessory kit for the customer at first, since he was complaining about a gurgling sound from the tubing. When brought it up to him he stated that won't fix the problem. Worked with a supervisor who stated to send out a new replacement unit. The customer will receive a replacement unit with biohazard box as well. It's unclear if lot number was requested. Used with male wicks. Unclear if medical intervention was provided. No additional information provided. (B)(6) send bio box.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.